Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The laser fiber showed signs of burning near the end where the glass fiber is present and the strain relief has been completely melted off. Based on the results of the investigation the damaged laser fiber was confirmed. The cause of the damaged laser fiber was attributed to user handling. It is likely at some point the fiber became pinched or was bent beyond the minimal bend radius or was bumped resulting in a small fracture in the fiber which then allowed energy to escape and burn/ fully break the fiber. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the soltive premium superpulsed laser system had a pop and the laser point of insertion to the white handles started smoking with an orange flame. The issue was found during the procedure. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore the customer¿s allegation was not confirmed. The customer discarded the device after the event and is currently sending the white plug in piece to olympus. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.